Event description:
Additional information was received and it states that the hospital said that during loading the part where one leg came out was the leading haptic.

Manufacturer narrative:
Additional information has been provided in b.2.,b.5 and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before surgery they have noticed that one side of the lens leg was out, so it was replaced with a new unspecified product in stock and surgery was performed without impact to the patient.